Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that when importing a template, if the last beam in the template is an ssd beam, the user is given an opportunity to set the isocenter on the "new plan template" page. However, monaco does not recognize that the beams are ssd so the isocenter is not correctly set until selecting "ok' to leave the page. At that time, the isocenter for each ssd beam is corrected except the last beam in the plan. The last beam retains the incorrect isocenter set on the new plan template page. The result is that the actual beam is closer to the patient than it should be, and dose will be delivered outside of the region calculated by monaco. Qa checks completed by the user would catch these errors during beam qa. If the treatment is total body irradiation (tbi), extra qa and plan specific measurements are completed for these unique treatments which would detect errors. No patients were mistreated. This defect will be fixed in the next release of monaco.

Event description:
The customer reported that monaco tbi sse 350cm plan template shows a strange isodose line.